Event description:
It was reported that the customer experienced a low blood glucose (BG) of 42 mg/dL; cause was unknown. Customer required assistance by emergency medical services and was treated with "gvoke." Recommendation was made to discuss diabetes management with a health care professional.